Event description:
It was reported that the ventricular assist device (vad) patient was killed when a person with severe dementia went into their room and damaged their controller. An unknown alarm occurred and attempts were not successful to put the controller back into operation.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2022 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 17-may-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6) and the controller ((B)(6)) were returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. The returned controller (B)(6)passed functional testing. Visual inspection revealed contamination within both power ports of the controller. The observed contamination is an additional finding not related to the reported event, likely due to the handling of the device. No signs of contamination were observed within the driveline connector of the controller; the driveline connector functioned as intended with no anomalies. Internal visual inspection did not reveal any anomalies. As a result, the reported controller damage event could not be confirmed. Failure analysis of the returned pump revealed that the device passed visual examination. Dimensional verification revealed that the rear housing disc curvature was found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the device. Post-explant functional analysis confirmed that pump (B)(6) met pre-implant requirements with power average consumption of 1.93 watts. A power shift condition was observed during functional testing. Given that the pump met specifications prior to release, the power shift condition observed during testing was most likely introduced during use. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Log file analysis revealed 88 low flow alarms logged since (B)(6)2023. Log file analysis also recorded several reactivation events since (B)(6) 2023 due to open phases in the rear and front stator. Two (2) vad disconnect alarms were logged on (B)(6) 2024 at 10:37:18 and (B)(6) 2024 at 11:51:13 indicating a physical disconnection of the driveline from the controller. A vad disconnect alarm was then logged on (B)(6) 2024 at 11:51:42 due to a critical phase open, indicating there was an open phase on each stator. An electrical fault alarm was then recorded at 11:52:03 indicating that the rear stator was not connected. A vad disconnect alarm then followed at 11:52:16 indicating a physical disconnection of the driveline from the controller. A successful motor start event was recorded at 11:52:42 and a vad disconnect alarm was then logged at 11:52:44 due to a critical phase open, indicating there was an open phase on each stator. An electrical fault alarm followed at 11:52:46 indicating that the rear stator was not connected. A vad disconnect alarm was logged at 11:52:59 indicating a physical disconnection of the driveline from the controller and a successful motor start event was recorded at 11:53:10. An electrical fault alarm was then recorded at 11:54:06 due to an open phase in the front stator, resulting in the pump running on a single stator (rear stator only). A vad disconnect alarm was then logged at 11:54:08 due to a critical phase open, indicating there was an open phase on each stator. A vad stopped alarm was then recorded at 11:55:09, due to a failure of the pump to restart after multiple attempts followed by an additional vad disconnect alarm. As a result, the reported low flow alarms, electrical fault alarms, and failed motor start events were confirmed. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. A possible root cause of the electrical fault alarms, observed reactivation events, and vad disconnect alarms due to a critical phase open events can be attributed but not limited to contamination by foreign material of the driveline connector and/or a marginal driveline connection. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller. The most likely root cause of the reported vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) is in scope of fca cvg-21-q3-21. CAPA pr00532915 investigated pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 13-feb-2024. H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad exhibited low flow alarms, multiple failed motor start and electrical fault alarms.